Event description:
Patient called in to report that the monitor is not staying powered on despite battery replacement. Patient stated that when rebooting the monitor will show a green check mark then instantly turn off. Wcd role in the event is pending evaluation of to-be-returned device.